Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient received error message stating ipg depleted. Manufacturer representative was unable to connect to the ipg for further troubleshooting. As such, surgical intervention took place on (B)(6) 2020 wherein the ipg was explanted and replaced with a new ipg. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
The report of the implantable pulse generator (ipg) being inoperable due to battery depletion was confirmed. Analysis of the returned ipg along with longevity calculation confirmed normal battery depletion based on device usage. As the device was found to have exhibited normal end of life (eol), this does not meet the reportability criteria.